Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional report to address patient had an ipg replacement on (B)(6) 2019 and post operatively patient had effective therapy .

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost therapy approximately in (B)(6) 2018 due to losing her charger and programmer and was unable to charge the battery . Troubleshooting was not able to resolve the issue. To address the issue patient may be awaiting surgical intervention.